Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center. Prior to the event, the secondary vacuum was remotely adjusted due to an error. A service engineer (se) was dispatched to the customer¿s site. During this visit, the se adjusted the vacuum 2 and performed an autocheck. The se also replaced the vacuum pipes 2, pressure regulator and tank bell. Then, the se performed adjustments. An autocheck and quality controls (qcs) were run, which recovered within ranges. The cause of the falsely elevated tnih and psa results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. The result was reported to the physician(s), and based on the result, the patient was hospitalized and underwent an ultrasound for possible cardiac anomaly. Findings of cardiac anomaly was not supported by clinical data. On the following day, the sample was repeated on an alternate atellica im analyzer and the repeat result recovered lower. The repeat result was reported as the correct result to the physician(s) and confirmed the diagnosis of the emergency department. Additionally, a falsely elevated prostate specific antigen (psa) result was obtained on a sample from a patient that was being monitored for prostatectomy. The result was reported to the physician(s). This result did not confirm with another result (0.025 ng/ml) that the patient received from an alternate laboratory. Hence, the sample was repeated twice on the same instrument on the following day. The repeat results recovered lower and matched the result from the alternate laboratory. There are no known reports of adverse health consequences due to the falsely elevated tnih and psa results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00028 on 05-feb-2024 and the first supplemental MDR 2432235-2024-00028_s1 on 05-mar-2024. Additional information (18-jun-2024): in addition to the two patients described in the initial report, the customer reportedly reprocessed multiple patient samples and obtained discordant results. The repeat results were reported to the physician(s) or patients. The customer is unable to provide patient data as they have changed their laboratory software, and the data cannot be retrieved.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00028 with the FDA on 05-feb-2024. Additional information (09-feb-2024): in addition to the service activities provided in the initial report, the service engineer (se) also replaced the vacuum tubing and the water trap. Quality controls (qcs) recovered within ranges on the day of the event for high-sensitivity troponin I (tnih) and out of the acceptable ranges for prostate specific antigen (psa). Additionally, instrument files demonstrated that the vacuum signatures appeared to correspond with a system blockage and vacuum issues at the time of the discordant results. There were also multiple secondary vacuum out of range errors. Siemens determined that vacuum blockages potentially contributed to the event. The component code and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00028 on 05-feb-2024, the first supplemental MDR on 05-mar-2024 and the second supplemental MDR on 02-jul-2024. Additional information (13-aug-2024): upon further investigation, siemens determined some areas of the vacuum sub-system can potentially become occluded during normal operation and the analyzer will fail autocheck for vacuum errors when the blockage is present. If the vacuum pressure goes too high or too low, the analyzer will cancel all tests. The analyzer is performing within specifications. No further evaluation of this analyzer is required.